Event description:
The tubehead disconnected from the shaft and fell inside the pass through cabinet and the shaft disconnected from the top of the yoke.

Manufacturer narrative:
The tubehead disconnected from the shaft and fell inside of the pass through cabinet. The shaft then disconnected from the top of the yoke. The the confirmed that the equipment was not in use and there were no injuries. It was determined that the part could not be repaired in the field and the part will be returned back to the manufacturer for further investigation. Currently the part has been sent to the manufacturing facility but has not been received. Once the part is received, an investigation will be conducted. A follow up report will be sent to the FDA with the results of the investigation.